Event description:
Boston scientific received information that this patient¿s system exhibited high out-of-range (oor) right ventricular (rv) pacing lead impedance measurements of greater than 2000 ohms. Rv lead revision was performed and when the physician opened the pocket, it was noted that the competitor rv lead was not fully inserted into the device header. The competitor rv lead was fully inserted and tightened down. Rv impedance measurements went back to normal limits at 438 ohms. This system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.